Event description:
A customer contacted baxter (B)(4) regarding a connection issue with a cassette that occurred with the homechoice (hc) unit, during use while the patient was connected in fill 1. The home patient (hp) stated that she woke up by the sound of the heater bag falling on the floor and disconnecting from the cassette. The hp was requesting assistance to end therapy so she could start over with new supplies. The technical service representative (tsr) assisted as requested. There was patient involvement but there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient (hp), she stated there was a loose connection because she did not "screw together tight enough." The hp started over with new supplies. The hp stated she is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed, based on the customer report, and the root cause was determined to be due to use error- supply bag falling and disconnecting. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the prevention of the use error(s) in the complaint.